Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedances greater than 125 ohms during a routine changeout procedure when in the triad configuration. It was reported that the shock impedances were normal with the previous generator. The right ventricular (rv) lead was disconnected and reconnected to the this ICD with impedances still greater than 125 ohms. It was reported that impedances were 88-93 ohms when the shock configuration was rv coil to can. It was reported that the system was left in this configuration and no defibrillation threshold (dft) testing was planned to be performed at the time. No adverse patient effects were reported. This product remains in-service.